Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID tm90t0 serial# (B)(6) product type accessory product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their equipment wasn¿t working. The patient stated that they charged the equipment, but when they tried to connect to their pump to bolus yesterday, they were unable to do so. The patient stated that the handset screen said, ¿it can't find it,¿ and did not clarify further when asked. Per the patient, they turned the equipment off for a while and turned it back on but that did not resolve the issue. While on the call, the patient had the myptm app open already and on the deliver bolus screen. The patient was able to successfully connect to the pump and request/receive a bolus. The patient mentioned ¿it usually takes a while at 91%¿ when connecting but it connected well without issue on the call. The patient mentioned briefly seeing ¿no pump response¿ as well. When the agent attempted to inquire if they were attempting to use the communicator yesterday when it was plugged in, the patient did not provide an answer. The patient mentioned they've had the equipment/pump therapy awhile. The agent was unable to determine the cause of the issue. The troubleshooting steps that were taken on the call resolved the issue. The patient was going to monitor and call back for assistance as needed.